Manufacturer narrative:
The reported issue was resolved through phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained how to correct the non-intuitive motion issue and perform a power cycle. It was confirmed that the error was resolved by restarting the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had error 41014 and resolved by performing a power cycle. It was explained that when disconnecting the system cable from the surgeon side console (ssc) due to non-intuitive motion of the master tool manipulator (mtml). The mtml controls were not intuitive, so an error occurred when the system cable was disconnected to restart the ssc independently in an attempt to resolve the issue. The procedure was completing as planned with no reported injury.